Manufacturer narrative:
(B)(4). Apoc labeling was evaluated during the investigation as pertaining to the event. The investigation was completed on (B)(6) 2017. Retain product was tested and functioning according to specification. Return product was not available for investigation. Investigation: a review of the device history record (DHR) confirmed that the cartridge lot met finished goods (fg) release criteria. Retained cartridge testing met the acceptance criteria outlined in appendix 1 of(B)(4) (product complaint level 2 and level 3 investigation procedure). The customer complaint was not reproduced. Assessment: the complaint investigation concluded there was no product deficiency and that the I-stat cartridge lot is meeting specification. Based on the I-stat ph result of 8.045 and the result from another manufacturer being 7.677 there is an indication an I-stat product malfunction occurred. The other I-stat cartridge results were consistent over time.

Event description:
On (B)(6) 2017, abbott point of care was contacted by a customer regarding I-stat eg7+ cartridges that yielded suspected discrepant ph and pco2 result on (B)(6) nicu baby sample . There were no injuries associated with this event, the patient was treated based on the lab results. There was no additional patient information available at the time of this report. Return product was not available for investigation. Method , date , collection / test time, ph , pco2 , sample, analyzer, sn# , specimen type : I-stat , (B)(6) 2017, 4:04 / 4:04 , 7.428 , 41.7 , a , (B)(4), whole blood (pals) ; I-stat, (B)(6) 2017 , 16:49 / 16:49 , 7.677 , 21.6 , b , (B)(4), whole blood (pals); I-stat , (B)(6) 2017, 16:41 / 16:41 , 8.045 , 9.2 , c , (B)(4), whole blood (pals) ; I-stat , (B)(6) 2017 , 17:09 / 17:09, 7.719, 20.2 , d , (B)(4), whole blood (capillary) ; I-stat , (B)(6) 2017 , 17:53 / 17:53 , 7.677 , 20.9, e, (B)(4), whole blood (pals); I-stat , (B)(6) 2017, 18:55 / 18:55, 7.582, 29.1 , f , (B)(4), whole blood (pals) . At the time of the event there was no indication of a product malfunction based on the information provided and assessed by apoc, however this MDR is a retrospective filing in response to an observation from an FDA inspection conducted (B)(4) 2017 at abbott point of care ((B)(4)).